Event description:
The distributor stated the customer alleged the pump was under delivering. The distributor tested the pump with water, but stated the customer has problem with the food.

Manufacturer narrative:
The pump rotor was inspected and found one roller did not spin freely. There was a sticky substance on the roller causing roller to not spin freely. The under delivery was confirmed. The pump rotor was replaced to resolve the issue. This report is part of a retrospective review for reportability.